Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"The urology department of the (B)(6) hospital attempted to insert a 24g closed-system intravenous catheter into a patient as prescribed but was unsuccessful. Upon removal, a rupture was discovered at the tip of the catheter; however, this did not result in any adverse effects for the patient. The catheter was subsequently replaced with a 22g closed-system intravenous catheter (no photos or samples were provided). We request that the manufacturer provide a stamped statement of the incident and a replacement sample. Please assist in resolving this matter as soon as possible to avoid impacting sales. Thank you. Mailing address for replacement sample: (B)(6).